Manufacturer narrative:
The device referenced in this report has been returned to olympus for physical evaluation. Preliminary findings are reported. Physical evaluation of the complaint device reveals: the user's complaint was confirmed. Olympus performed a visual inspection on the received condition and found the elevator forceps raiser was not retracting to a fully flat position when the k-lever was manipulated at the same time the bending section was angulated. The elevator forceps raiser retracts properly only when the insertion tube and bending section are in a straight position. There was no abnormalities noted with the bending section and insertion tube. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of an evis exera ii ultrasound gastrovideoscope, the elevator lever would not go up or down. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported problem of "elevator lever would not go up or down" was an external force applied while the insertion section was bent, causing the buckling of the internal unit. As stated in the instructions for use, as a preventive measure, "do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged."